Event description:
A high frequency ("hf") cable sparked during a trans urethral resection procedure ("t.u.r.p."). The procedure was completed with a different cable and there were no problems related to the occurrence.